Event description:
Product return attempts revealed that the hospital did not have any explanted products from 2005. Therefore, it was likely discarded.

Event description:
During a review of programming history for a patient's vns system, high impedance was observed on a normal mode diagnostic test which was performed on (B)(6) 2005, while results of a previous normal mode diagnostic test, performed on (B)(6) 2005, were normal. System diagnostics were not performed at that time, so it is unclear if the system was functioning as intended and no further programming or diagnostic history for the generator is available. When the generator was explanted on (B)(6) 2006, system diagnostics with the new generator were within normal limits. Attempts for product return of the explanted generator are underway.

Manufacturer narrative:
.